Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00596. This report is being submitted as additional information. Approximate age of device- 11 months. A direct correlation between heartmate 3 left ventricular assistance device and the reported events could not be conclusively established through this evaluation. The account communicated that the patient presented on (B)(6) 2018 after developing fever and chills for a day and acute driveline drainage since (B)(6) 2018. The patient reported that the drainage was brown in color with malodor, and the superficial abdomen was tender and swollen. The patient was seen by infectious disease in the clinic and recommended for direct admission on (B)(6) 2018. The patient was noted to have copious purulent drainage on the driveline gauze, with trace erythema around the exit site. There was also arcuate erythema over the right upper quadrant, outlining the driveline beneath the skin. A CT scan revealed rim-enhancing fluid collection along the subcutaneous driveline, consistent with a small abscess. A gallium scan on (B)(6) 2018 showed increased uptake along the subcutaneous driveline, compatible with driveline infection. The patient underwent unroofing of the driveline and re-tunneling on (B)(6) 2018. The patient was transferred back to the csicu and extubated. The patient was then restarted on coumadin with a heparin bridge on (B)(6) 2018. The patient was transferred back to the tele floor on (B)(6) 2018, and a wound vac was placed on (B)(6) 2018 for better wound healing which would be changed every third day. It was also reported within (B)(4) that the patient had mild leukocytosis that started on (B)(6) 2018. On (B)(6) 2018, the patient was evaluated and recommended 100 mg oral doxycycline twice daily and 500 mg oral cipro twice daily, which would end on (B)(6) 2018. The patient would be re-evaluated for need of long term antibiotics. The patient¿s wound vac was changed on (B)(6) 2018, and the patient¿s wife was educated on wound care. It was also noted that the milk leukocytosis resolved on (B)(6) 2018. The patient was discharged on coumadin on (B)(6) 2018 with a therapeutic inr of 2.2, and he was instructed to follow up at the clinic on (B)(6) 2018. The heartmate 3 lvas IFU lists driveline infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also cautions the patient to stabilize their driveline at all times to avoid pulling on or moving the driveline at the exit site. Pulling on or moving the driveline can keep the exit site from healing or damage an already healed exit site, which can increase the patient¿s risk of getting a serious infection. This IFU and the heartmate 3 lvas patient handbook provide care instructions in regards to preventing infection. The patient handbook also instructs the patient to call their hospital contact immediately if any signs of infection at the driveline exit site are observed. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented on (B)(6) 2018 with complaints of discharge, erythema and tenderness at the driveline exit site and was admitted to the hospital for evaluation. The patient advised that the dressing change was done daily on monday, wednesday and friday; however, it was done 3 times that day prior due to excessive drainage. Additional information was requested, but not yet provided.